Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite following on-screen instructions. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer inspected cartridge o-ring and pneumatic area, cleaned pump as instructed, attempted new cartridge load, and then filled and loaded different cartridge with guidance from technical support, but error recurred, so pump replacement was arranged; customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.